Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: superior vena cava reconstruction and implantation of a leadless pacemaker for management of pacemaker-induced superior vena cava syndrome. Heart rhythm case reports 2019; 11:539-541. Doi: 10.1016/j.hrcr.2019.08.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding superior vena cava (svc) reconstruction and leadless implantable pulse generator (ipg) implantation. It was reported that the patient's transvenous system resulted in the patient presenting with facial plethora, swelling, and headache. Stenosis was observed via venography and computed tomography near the innominate vein and svc. Balloon angioplasty was conducted which provided some relief, however, the symptoms recurred months after treatment. The transvenous pacing system was subsequently explanted and replaced with a leadless implantable pulse generator (ipg) in addition to reconstructing the svc. No further patient complications have been reported as a result of this event.